Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during hardware removal surgery from a healed patient, the inserter for ti elastic nails was not working properly. The surgeon thinks it is worn out. The inserter for the ti elastic nails was not holding properly. The surgery was completed successfully without any surgical time delay or medical intervention required. There were no fragments generated. The patient status/outcome is reported as fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned inserter (359.219 lot 3084637 mfg 2/2009) was examined and found to operate roughly. The device was able to fully open and close, however the operation was not smooth. The system technique guide notes that the chuck should be lubricated periodically to maintain smooth operation. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; the failures are consistent with expected wear and tear for multiuse devices with 6-7 years in the field. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.